Event description:
Litigation papers allege patient suffered physical and emotional pain and suffering, weakness, instability, difficulty at work, loss of enjoyment of life, inability to perform ordinary acts of daily living and household services, past and future lost earnings, leave and benefits, medical expenses, the need for additional, premature surgery and physical therapy, increased risk of harm, loss of a substantial chance of a singular permanent repair, aggravation and/or exacerbation of a pre-existing condition, tissue necrosis and bone damage, metallosis and future pain and suffering.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The previous follow up stated this report was a duplicate of the incorrect report. Correction: this is a duplicate report of 1818910-2011-03279. This report, 1818910-2011-15486, will be rejected; 1818910-2011-03279 will be kept for investigation purposes.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-04266. This report, 1818910-2011-15486, will be rejected, 1818910-2011-04266 will be kept for investigation purposes.